Event description:
It was reported that during preventive maintenance it was found that cardiosave, intra-aortic balloon pump (iabp)¿s nvram chip needs replacing but the chip was soldered to the board. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further review, it was determined that the complaint was opened only for preventative maintenance purposes for the replacement of nvram chip as per ppm schedule. The equipment is currently operating normally and no other malfunction identified. Hence, the complaint is invalid and no follow up report is necessary.